Manufacturer narrative:
Full functional test was conducted on unit and unit meets all specifications both channels in wall waveforms. Pads self adhesive one has a burnt place in it, package of pads in box with unit. Determination is that the pads, non-chattanooga group recommended, contributed to the burn.

Event description:
In 2007, patient was being treated with stim in the lower extremity. Upon completion of the treatment, it was noted that the patient had been burnt in area of treatment. No patient data, treatment parameters, and resulting conditions/parameters was provided. No reported injury treatment and/or past injury treatment was noted from the complainant.